Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the adhesive from the infusion set was not sticking to her skin. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.